Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing and unable to download due to moisture damage on the electronic assembly and force sensor assembly. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked case along the side of the battery tube, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error after she went into the pool. The customer's blood glucose level was unknown at the time of the incident. After the pump alarmed critical error, the customer also noticed a crack in the pump casing. The customer was advised to disconnect from the pump and revert to a back up plan. The insulin pump will not be returned for analysis.